Manufacturer narrative:
Block b5 has been updated with additional information received on (B)(6) 2020. Block b3: date of event was approximated to be (B)(6), 2019 as no specific event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device problem code 2907 captures the reportable event of inner shaft/sheath detached. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: blocks d1, d2, d4 have been corrected based on additional information received on (B)(6), 2020.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a biliary stent was implanted to treat a stenosis in the bile duct during a stent placement procedure performed on an unknown date. According to the complainant, the procedure was completed without problems; however, when the scope was washed the inner catheter of the delivery system was found detached in the scope channel. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2020*** according to the complainant, the device used during the stent placement procedure was an m.I. Biliary fc 1-lasso 10mm, 60mm.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no specific event date was reported. The complainant was unable to provide the suspect device brand name, upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 23, 2019 that a biliary stent was implanted to treat a stenosis in the bile duct during a stent placement procedure performed on an unknown date. According to the complainant, the procedure was completed without problems; however, when the scope was washed the inner catheter of the delivery system was found detached in the scope channel. There were no patient complications reported as a result of this event. Note: despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.